Manufacturer narrative:
The patient was born on an unreported date in (B)(6) 1944. The cause of the peritonitis was unknown. Ten days prior to the receipt of this report, the patient was admitted to the hospital for the peritonitis. It was reported that in addition to the previously reported ¿very bad stomach pain¿, the patient also experienced cloudy peritoneal dialysis (pd) effluent and fibrin. Apd therapy was ongoing for a couple of days during hospitalization, however due to pain, the patient was switched to manual pd therapy. Nine days after being admitted to the hospital, pd therapy was discontinued due to the event and the patient was started on hemodialysis. One day later, the patient¿s pd catheter was removed. At the time of this report, the patient was recovering and remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by ¿very bad stomach pain¿. The cause, treatment and outcome of the peritonitis were not reported. On an unknown date, the patient was hospitalized for the peritonitis and at the time of this report, remained hospitalized. It was not reported if pd therapy was ongoing. No additional information is available.